Event description:
It was reported that the device was not able to be interrogated. The patient heart rate was in the 30's. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.